Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified mid right coronary artery (rca). A 10mm x 2.50mm flextome¿ cutting balloon¿ was selected for use. During the procedure, the device was inflated at 6 atmospheres; however, it was noted that the balloon ruptured. The procedure was completed with another of the same device of a different size. No patient complications reported and patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon longitudinal tear starting at 1mm distal of the distal edge of the distal marker band and extending 11mm proximally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A hypotube kink was noted at 335mm distal of the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified mid right coronary artery (rca). A 10mm x 2.50mm flextome¿ cutting balloon¿ was selected for use. During the procedure, the device was inflated at 6 atmospheres; however, it was noted that the balloon ruptured. The procedure was completed with another of the same device of a different size. No patient complications reported and patient's status was good.